Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There were no new defects identified in the device inspection of olympus europa se & co. Kg (oekg). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported phenomenon occurred because excessive stress was applied to the cable and the cable unit failed. Although the product shipping record was confirmed, there was no abnormality found in the device. Therefore, omsc assumed that the failure of the cable unit was caused by user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus europa se & co. Kg (oekg). The inspection confirmed the followings; the event that the endoscopic image did not appear recurred. Oekg assumed that the event was caused by cable break. The cable was kinked, damaged, cut and leaked. The switches, housing parts and o-ring were worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear during a preparation for use. The customer replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.